Event description:
Customer reported that free thyroxine (ft4) quality controls (qc) were run on the unicel dxi 600 access immunoassay system, and failed with results >2-3 low. There were no patient samples analyzed during the timeframe of the event. Therefore, there was no death or injury associated with this event and patient treatment was not impacted. The customer advocate (ca) reviewed two levels of the ft4 qc information from (B)(6) 2012 through (B)(6) 2012 from the data that was supplied by customer. All qc values were within 1-2 standard deviation (sd) of customer's established means prior to the event. However, on approximately (B)(6) 2012 for level 2 and (B)(6) 2012 for level 3, the ft4 qc began to fail out of range low >2-3 sd. The field service engineer (fse) inspected the instrument and found excessive debris in the wash pumps, which restricted proper movement of the pistons. The fse disassembled and thoroughly cleaned both wash pumps, as well as the precision pumps. The fse then initialized and primed the instrument. Next, the fse ran the washed portion of the system check, which passed with a percentage cv (coefficient of variation) of 6.17. Please note that the system specification is 0.00 to 12.00 percent. The fse then completed the pipettor matching routine, pressure sensor curve determination and low volume pipettor matching. Finally, the fse performed a routine system check, which passed within instrument specifications. In conclusion, the excessive debris in the wash pumps is the cause of the event. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).